Event description:
Philips received a complaint by the customer on the v60 indicating that the devices touchscreen is malfunctioning; will not calibrate. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. Customer requesting parts ID for the touchscreen. The rse provided parts ID for the touchscreen replacement. Per good faith effort (gfe) response, it was confirmed that the device has been repaired and returned to service. The device passed required performance verification tests per philips standards, and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.